Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and top of reservoir chamber was damage. The customer had not reported any symptoms and was treated with insulin pump. Customer's blood glucose value was 546 mg/dl at time of incident. Customer's current blood glucose value was 284 mg/dl. Customer stated that the reservoir chamber was chipped into pieces. Whenever they take out the reservoir, pieces from the reservoir chamber would come off. The reservoir could still lock in place. Troubleshooting was performed. The insulin pump passed the basic occlusion test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with cracked reservoir tube lip.